Manufacturer narrative:
On (B)(6) 2021 customer called in a few weeks ago I receive pump alarm 53 pump error alarms attempt to check alarm history and document any findings. Pump error 63 was also found in alarm history. Proceed it with the following testing to assure proper functionality of the device. P-cap locked in place properly during testing. Unit passed displacement test and self test. Device was successfully download using (thump software). On (B)(6) 2021 at 07:04:21 confirm pump error 53 alarm, line=265, file=32 in adapt tool file. History was send to r&d for further analysis investigation. Per r&d ("the issue is not covered by traces or history, both diagnostic and detailed traces are incomplete. Issue is not registered in error log esf#3764387.") Device was cut open and perform a visual inspection of electronic stack, connectors and motor assembly. No moisture damage noted. No physical damage noted during visual inspection. In summary, customer allegation for pump error 53 and 63 were confirm using download history files. Problem was isolated to electronic assemblies per r&d findings. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 53 mg/dl at the time of the incident. The customer stated that they received pump error alarms. Customer stated that they were able to clear and complete insulin pump rewind. Customer stated that self test passed. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.